Event description:
Pt status post silicone gel breast augmentation in 1986. Mammogram revealed bilateral rupture. Pt was admitted for removal of bilateral implants. The pt was prepped and taken to surgery. Examination revealed bilateral submuscular breast implants with grad 4 capsular contracture bilaterally. The right capsule was noted to be ill-defined without easily identifiable plane between the capsule and the surrounding tissue. There was noted to be free silicone gel in the intracapsular space bilaterally. There was noted to be a fairly large silicone granuloma laterally on the right, and a fairly sizable silicone granuloma medially on the left. Dissection with the cautery was able to remove about 80% of the capsule, a significant percentage of which was noted to be calcified on both breasts.